Event description:
It was reported during an atrial fibrillation procedure, an inquiry afocusii steerable catheter became bent and was not able to be straightened to be removed through the fastcath swartz introducer. The physician mapped the left atrium with the afocusii catheter and tried to remove it when mapping was complete. The catheter was noted to be bent and not able to be straightened, so the physician cut the shaft and used tweezers to remove the wire inside to straighten the catheter. It was successfully removed through the introducer and the procedure was completed after exchanging the catheter. There were no consequences to the pt.

Manufacturer narrative:
Method: the device has not been returned for analysis at this time. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed.